Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) system was explanted due to an infection. Vegetation was noted on the leads. Cultures were taken. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.